Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon catheter snapped in two when they tried to remove the device from the duct over the guidewire. They retrieved the broken fragment from the patient using retrieval forceps. The procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the reported defect of catheter broken was confirmed. The noted defect was likely due to tortuous anatomy or pressure from stones encountered during the procedure which limited the performance of the device and resulted in excessive force being applied in an attempt to remove the stone. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon catheter snapped in two when they tried to remove the device from the duct over the guidewire. They retrieved the broken fragment from the patient using retrieval forceps. The procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be stable.